Event description:
The customer reported that the mx800 is giving an error message stating speaker malfunction. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4)